Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Same case as 1527460-2010-00155. The complainant reported an under-delivery. The intended amount was 1000 ml at a rate of 100 ml/hr over 10 hours, however, the actual amount received was 750 ml.